Event description:
It was reported that a patient underwent an atrial fibrillation ablation with an unspecified carto vizigo sheath and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. After introducing the soundstar® and while doing the initial check, the medical team found a light effusion near the ventricles, nothing "crazy" and "completely normal". The physician decided to go transseptal to reach the area of interest and a baylis needle was used. After crossing the physician did not know where the wire went. The vizigo¿ sheath sheath was also used to bring everything to the septum. The wire went crossed and they were not sure where it went so the wire was pulled back and everything else so the vizigo¿ sheath never crossed. After using ice (intracardiac echocardiography) again to check, there was a noticeable effusion around the ventricles and in 10 minutes, it was growing. The physician drained the pericardial sack, and in about 10 minutes there was some more fluid and the fluid was removed again. The team waited for over 30 minutes just observing and the effusion did not progress anymore and the patient was stable. The soundstar® catheter and drainage was removed. 700 mm of blood was extracted and it was determined that it was venous blood based on the o2 levels. Patient improved however required extended hospitalization as the patient stayed overnight for observation. The physician's opinion on the cause of the adverse event was the procedure. No ablation was completed. Transseptal puncture was performed with needle baylis versacross.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-sep-2024, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).